Manufacturer narrative:
(B)(4). No qn¿s related to the lot # 7058859 were identified during the manufacturing process and during the DHR review no issues related to our q.a tech sampling plan that could help this issue to occur was detected. This is the 2nd related complaint reported with the defect foreign matter to cat: 383591 and 4 complain has been reported since 2015 for associated product family. The complaint rate remains at historical levels as observed on records. No significant trending was observed associated to this defect against manufactured production. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. We could not confirm a specific root cause for this issue since no sample or photo was sent for evaluation, we could not determine if it was user or manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of fuzz was found on the catheter of a 22 g x 1.00 in. Bd nexiva¿ diffusics¿ closed IV catheter system prior to use. There was no report of injury or medical intervention.